Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned device consisted of an nc emerge balloon catheter with no other devices. There was blood in the inflation lumen. The balloon and shaft were examined. Inspection revealed the balloon material was scratched with a pinhole on the distal cone of the balloon. There were no irregularities in the balloon material that could have contributed to the tear. The tip was damaged. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflating the balloon within the rated burst pressure, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, upon inflating the balloon within the rated burst pressure, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.